Event description:
Kiwi vacuum being used for an operative vaginal delivery. When device was applied by md and pumped to 550 mmhg, it did not keep the suction resulting in pop-offs. Faulty vacuum was removed from the delivery table and replaced by a properly functioning kiwi vacuum. No apparent injury. The kiwi omni-cup was picked up by (B)(6) from clinical innovations on (B)(6) 2016 to be further investigated by the company.